Event description:
It was reported that high impedance was observed on the patient's device during a clinic visit. The patient's parents also reported a recent increase in seizures for the patient. Further information was received from the patient's nurse who stated that the seizures had started increasing to the pre-vns seizure levels. Due to the high impedance that was observed at the clinic the patient's device was disabled. There was possible trauma for the patient that could have contributed to/caused the high impedance since the patient had multiple drop seizures per week according to the nurse. The patient was referred for a revision surgery to correct the high impedance. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.